Manufacturer narrative:
H3 and h6. Evaluation codes: updated. One device was received. Visual inspection found cracked fast flow level sensor assembly, cracked return tube assembly, leaking drain valve assembly, and defect air compressor assembly. Visual inspection confirmed the complaint. The root cause was the float level switch assembly. It was unknown what caused the condition. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. Replaced float level switch assembly to resolve the report error. The device passed all functional tests after the repair.

Event description:
It was reported that the device had internal leakage though level float tube. The event occurred during pre-patient set up. There was no patient involvement and no patient harm.

Manufacturer narrative:
D5. Operator of device is unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.